Event description:
During percutaneous nephrolithotomy (pcnl), halfway through case, a screw came loose causing one of the levers to fall off. Both pieces fell on floor and were recovered. No harm to the patient.